Event description:
It was reported that two leads were defective. For both leads, the stylet would not thread all the way to the tip of the lead. Both a curved and straight stylet were used and still the leads would not steer. Therefore, the lead was ineffective as far as placement. The pt was implanted as planned and had great coverage. The pt was reported as doing great. Refer to MFR report #30075662372011-06915.

Manufacturer narrative:
(B)(4).